Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the insulin pump alarmed failed battery, no delivery, and then device had a blank display. Customers' blood glucose was 217 mg/dl. The device did not show any signs of damage. The device was not dropped, bumped, or exposed to moisture. Battery compartment, battery cap, or springs were not missing, damaged, nor corroded. New battery was inserted and device alarmed failed battery test again. Customer was advised to revert to back up plan. No further information reported.